Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra), right ventricular (rv) and left ventricular (lv) lead exhibited intermittent noise and oversensing and resulted in storage of a non-sustained ventricular tachycardia (vt) episode. Pacing inhibition for greater than 2 seconds was observed. Boston scientific technical services (ts) reviewed the strips and was unable to discern if the patient had an underlying rhythm. The noise correlated with electrocautery use during a surgical procedure. No adverse patient effects were reported. This product remains implanted and in service.